Manufacturer narrative:
Concomitant products: (2) 250ml hospira bag ndc (B)(4), lot 65-095-jt, exp 1 may 2018, 0.9% sodium chloride injection; curos caps; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a (recent conversion) to curos jet caps and having leaking between the smartsite threads and the texium while infusing carboplatine. There was no report of patient harm. The nurse reported its varies how long the caps are left on. They are instructed to apply curos jet caps to all patients when starting an IV. The tubing has been in use for 30 min. A site visit was made by cpc: "purpose of the visit: to evaluate recent incidents related to primary tubing and chemo leaks after spending time with nurse and reviewing the practice of capping all y-sites with the curos jet her thought is that the exposure to the alcohol may be affecting the internal mate. The leaking is not consistent with the lot, the variable is jet cap or the duration that it was attached to the ss."

Manufacturer narrative:
The customer¿s report of a leak between the reported suspect set's smartsite port and a mating texium valve component was not confirmed; however visual inspection observed a tear on the suspect set's tubing approximately 27 inches below its lower fitment component. The tear measured 0.141 inches in length. Functional testing observed no leaking from the engagements between the reported set's smartsite port and a mating texium valve component; however a leak was observed from the observed tubing damage. It is unknown how the observed damage occurred. The root cause of the leak between the reported suspect set's smartsite port and a mating texium valve component was not identified.

Manufacturer narrative:
Correction: omit (lot #) (device expiration date), and on initial report. Lot number is unknown. The customer¿s report of a leak was confirmed. Visual inspection showed a tear on the tubing approximately 27 inches below its lower fitment component. Functional testing confirmed a leak from the damaged area. The cause of the leak was a tear on the set's tubing. The cause of the tear was not identified.

Event description:
The customer reported a leak at an unknown location while infusing carboplatin via infusion pump on the oncology unit. The duration of the infusion was 30 minutes when the leak was noticed. The smartsite was changed twice but the leaking continued. There was no harm reported.